Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (r adiculopathies). It was reported that when the patient recharged the implantable neurostimulator (ins) today and attempted to turn the ins on, she saw a call your doctor screen. The patient did not pay attention to the code associated with the call your doctor screen. The pain stimulator was not working and it would not even let her turn it on. Her ins was old and the patient believed the ins needed to be replaced. She was going to follow up with the healthcare professional (hcp) and request the hcp to set up an appointment to see a manufacturing representative (rep) regarding the issues. No symptoms reported. Further follow-up is being conducted to determine what the circumstances were that led to the call your doctor screen and what steps were taken. If additional information is received, a follow-up report will be sent.